Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A stability and clinical review has been conducted and has found no indication of any product stability performance issues or clinical performance issues that could have lead to the complaint. A tripped trend review was completed for the reported complaint and fs freedom lite meter, and there were no adverse trends that indicate any potential product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of event is unknown. The date entered is per the caller's report of "either 25 march or 26 march." The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the test did not start after the sample was applied to the adc glucose meter. As a result, the customer was unable to obtain readings and subsequently became disoriented and lost consciousness. The customer had contact with a healthcare provider who obtained a glucose reading of 33 mg/dl was treated with 16 ounces of orange juice. There was no report of death or permanent injury associated with this event.